Event description:
A medtronic representative reported that while in a cranial surgery, the surgeon stated, he was accurate after registration, draped the patient and created a bone flap (no accuracy checkpoints were used). At this point, the surgeon was 1 inch superior when he went to navigate. The surgeon opted to complete the surgery without the use of the stealthstation. There was no impact on the patient outcome.

Manufacturer narrative:
A software investigation found that a change between the patient anatomy and the exact placement of the reference frame during registration would cause this type of shifted inaccuracy. The software functioned as designed. Subsequent cases were completed successfully with no further issues.